Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 2.5 months after the dental implant installed in intraoral region #3 it was verified its non osseointegration. 20 ncm of primary stability was achieved and immediate load was not performed.